Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and leading to the pump shutting off. The customer's blood glucose (bg) level was 558 mg/dl. The customer gave a manual injection to address bg. The customer reverted to an alternate method of insulin therapy.